Event description:
It was reported through field clinical specialist (sales) that an (B)(6) male patient underwent implantation of an edwards sapien 26mm transcatheter valve inside an existing perimount valve, valve-in-valve (viv), due to severe aortic stenosis. Patient is noted as stable at the end of procedure.

Manufacturer narrative:
Implantation of a transcatherter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of a bioprosthetic valve is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. No information to suggest a device quality deficiency that may have caused or contributed to this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.